Event description:
A malfunction on the pump was reported by the caller, which occurred after exposure to heat. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.